Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels have been elevated (no values provided) for the past week. Elevated bgs were treated by administering boluses and manual injections.